Event description:
During a procedure an error message appeared on the thermachoice. Surgeon removed the device from the patient. Tested for leakage and found balloon to have holes. New one opened for procedure.====================== health professional's impression======================not known.